Event description:
My legs are stiff, knees are locked up, constant mouth chewing! Dr., in says she can reverse effects. (Dr.). Drug abilify and imipramine cause these side effects. Lasik - causes eyes to be fuzzy. Appetite increased. Sleep apnea machine (fraud). Lincare - dr. In 2008: diagnosis or reason for use: allergy codeine, derivatives, penicillin, soaps, aspirin, and nickel. Event abated after use stopped or dose reduces?: no.